Manufacturer narrative:
The device has been received at boston scientific laboratory. During product analysis it was noted that one of the splines in the distal cage was still inverted and it was not possible to insert the guidewire. Dissection revealed kinking of the guidewire lumen in the cage spline, resulting in the inability to fully insert and deploy the catheter. The unintended use error caused or contributed to event cause code cause code was selected for the main conclusion code and for the finding of the guidewire lumen kink in the cage spline from the tip causing the reported allegation of "guidewire stuck."

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After inserting the catheter into the patient, it was deployed in basket shape. It was found that the guidewire became stuck. The device was removed from the patient and the physician observed that the wire was unable to be advanced. It was also noted that a spline inversion issue occurred. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After inserting the catheter into the patient, it was deployed in basket shape. It was found that the guidewire became stuck. The device was removed from the patient and the physician observed that the wire was unable to be advanced. It was also noted that a spline inversion issue occurred. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.